Event description:
Customer reported the insulin pump alarmed threshold suspend when customer manually but the device on suspend. Customer was advised it was normal. Customer's blood glucose was 51 mg/dl and customer's threshold suspend was set at 65 mg/dl, customer thought it was at 70 mg/dl. Customer was advised to upload data to carelink. Customer stated she also thinks the device was not reaching threshold suspend when customer was low. Blood glucose was 20 or 30 points lower then sensor. Customer was advised to talk to doctor to change threshold suspend setting to see if the device can catch when customer was going low, since customer blood glucose drops rapidly. Customer states she was aware the device was functioning but was not alerting her fast enough. Customer also mentioned she had high blood glucose due to a site issue. Customer's current blood glucose was 173mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.